Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a sling placement procedure on (B)(6), 2009. According to the complainant, the patient experienced recurring pelvic pain beginning in (B)(6) 2009 (exact date unknown), requiring a revision surgery. The details of the surgery and the patient's current condition are unknown. Attempts to obtain additional information have been unsuccessful.